Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump beeped and the screen was blank. Customer stated no matter what buttons the customer pushes the device was not responding. Customer had to remove the battery to stop the device from beeping. Customer's blood glucose was 156 mg/dl. Possible causes were explained to the customer. The device had no damage and it was not dropped or bumped. The device might have been exposed to little bit of sweat. Customer stated the display was a little bit foggy. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with blank display, due to moisture damage on the electronics. No unexpected sounds or beeping anomaly noted. Insulin pump received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.